Event description:
Customer reportedly received results of 521 mg/dl and 182 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.